Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision transcatheter aortic valve (serial:(B)(6) was chosen for implantation utilizing a large flexnav delivery system (lot: 1032288). During implantation, the patient suffered a non-fatal stroke. It was too late to abort the procedure, so the valve was implanted successfully. Patient was sent to neurology for treatment. It was thought the stroke occurred due to severe calcification in the femoral/iliac arteries.

Manufacturer narrative:
It was reported that during implantation the patient suffered a non-fatal stroke. It was too late to abort the procedure, so the valve was implanted successfully. The patient was sent to neurology for treatment. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the limited information available, the cause of reported stroke could not be conclusively determined. Information from field indicated that the stroke occurred due to severe calcification in the femoral/iliac arteries. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.